Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced a stoma site infection with pain and purulent exudate. The patient was evaluated by a neurologist who prescribed a routine cycle of unspecified antibiotics for one week. As of (B)(6) 2025 during a home evaluation, the stoma site infection had resolved.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.